Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Mother reported the customer required treatment for severe hypoglycemia, and she believes the insulin delivery of the infusion device is inaccurate. The customer was lethargic and not moving, and her blood glucose was 30 mg/dl. Mother called the paramedics, who provided treatment of glucose gel. Her blood glucose was 60 mg/dl on the paramedic's meter, and she was transported to the emergency room for examination. The alleged product was requested for evaluation.